Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection (inj.) Of amikacin (125 milligram, frequency, duration and route not reported), inj of fortum (1.5 gram, frequency, duration and route not reported) and intraperitoneal inj of vancomycin (1 gram, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. At the time of this report, the patient outcome of this event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.